Event description:
It was reported that travel coarse error occurred with clutch/plunger lever. Occlusion and drive train test failed and there was an audible click while pressure built. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed the tamper seal was not removed/broken. The sample was received in good condition with no appearance of any physical damage. Event history log review found check clutch error. Occlusion test was performed and check clutch error was confirmed. Clutch halves and leadscrew were found slipping and popping. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. Actions were taken correct the reported problem: the leadscrew and both clutch halves were replaced. Preventative maintenance and all functional testing was performed. The issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.